Event description:
It was reported that this artificial urinary sphincter had fluid loss, the device was not able to coapt due to the fluid loss from the balloon. The device was explanted. A hole was identified in pressure regulatory balloon. The entire device was replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the components underwent a thorough analysis. The pump was visually inspected, microscopically examined, and leak tested. No damage or abnormalities were identified. The pump passed the leak test performed. The cuff was visually inspected, and leak tested. No damage or abnormalities were identified. The cuff passed the leak test performed. The balloon was visually inspected. A large tear was identified in the balloon shell. The damage is consistent with avulsion and fatigue. Based on the information available and analysis results, the fluid loss was confirmed and the clinical events were able to be confirmed with a conclusion cause of cause was traced to component failure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter had fluid loss, the device was not able to coapt the balloon. The device was explanted. A hole was identified in pressure regulatory balloon. The entire device was replaced. No patient complications were reported.